Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported the automated impella controller (aic) was plugged into power with the battery on and displayed a battery failure error. There was no patient involvement.

Manufacturer narrative:
The investigation for the automated impella controller - battery failure (red alarm) has been completed. After reviewing the data logs, the reported battery error issue was confirmed. There were multiple battery failure alarms (transport connection blown/missing) found in the logs. The console was returned for evaluation. The battery error issue was able to be reproduced. Results of batttest revealed that cells in both batteries had voltages of less than 2.3 millitvolt. This issue was determined to be caused by depleted batteries. The console was last disconnected from alternating current (ac) power and was likely never plugged back to the ac power since. These depleted batteries could not be charged back up because they were locked out due to low cell voltage.